Event description:
Customer reported after inserting code key into device, the code number changes. Correct code for device = 522. However the code switched to 225. No treatment. A request was made for return product and replacement product was sent.